Event description:
It was reported that during testing conducted at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the rotor bearings were missing the required lubrication. Additionally, scoring damage was found on the rotor component, where the bearings are located. If lubrication is not present the rotational motion of the bearings will be affected, resulting in increased friction and possible heat generation. The rotor assembly and bearings will be replaced, and additional preventative maintenance will also be performed. The drill be returned to the user facility.